Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported to philips that the device needs corrective maintenance after preventative maintenance to replace defib capacitor assembly. There was no reported patient involvement.

Event description:
It was reported to philips that the device needs corrective maintenance after preventative maintenance - replace defib capacitor assembly. Further information was provided that the defibrillator experienced a decreased charge power associated with the capacitor. There was reportedly no patient involvement.